Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a diagnostic procedure. Reportedly, a cuff miss occurred. A second perclose proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The operator is reported trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for investigation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incident in the complaint-handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality deficiency.